Event description:
Incident description: the ablator came without an introducer in the package. Since introducers for ablation catheters are not packaged separately, a new ablation catheter was opened and used.